Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wrist of the 8mm force bipolar instrument was not rotating or bending in the direction as expected. The customer took out the instrument. When they set it down, one of the discs fell off. The disc would be returned together with the instrument. The customer used a new force bipolar instrument to complete the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.